Event description:
The customer reported the system monitors were not working correctly at boot up. The fse reported that the system cold not boot up successfully. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.